Event description:
It was reported that the patient had a fluid filled cyst on their lower back. The patient was told to wear a binder when it would swell up. The patient stated that there was no other doctor within 50 miles that they could see besides the pain doctor who implanted the pump. The patient was told their pain history was too complicated. The patient had the pump implanted (B)(6) 2012 and felt like they were totally on their own. The patient had extreme swelling in their legs and ankles. Also, the pump location was very uncomfortable and irritating and the patient could still feel it move. The patient had far less constant pain during the trial and when the pump was put in they were in agony because the doctor elected to keep the patient awake during the surgery. The patient¿s family doctor was pretty certain that the placement of the pump was the problem and the reason for the patient¿s swelling and discomfort. Patient outcome was not provided. The medication delivered by the pump was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath. Lot# serial# unknown, product type: catheter. (B)(4).